Manufacturer narrative:
The device was discarded at the facility. The lot number was not identified; therefore, lot history record review could not be performed.

Event description:
Nurse had attempted for many hours to get the pt's blood pressure up by turning up the dopamine drip, giving extra calcium, trying to get a better urine output and then found that the extension set was cracked and leaking the medications onto the bed. The pt was receiving dopamine, milrinone, bumex and calcium. No further pt/event info was available.